Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): no anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found, but helix was distorted and blood noted on helix; full lead returned and analyzed.

Event description:
It was reported that at implant attempt the physician was unable to place the lead in the right atrium. The lead was removed from the body, and an extended helix was observed. Before putting the lead through an introducer, the helix reportedly worked fine. However, after putting it through the introducer, the advancement of the lead was not smooth and required pushing. The physician could not extend the helix. After several attempts, the lead was removed and an extracted helix was observed. The lead was not implanted and was replaced. No patient complications have been reported as a result of this event. The patient outcome was noted as 'ok'.

Event description:
It was reported that at implant attempt the physician was unable to place the lead in the right atrium. The lead was removed from the body, and an extended helix was observed. Before putting the lead through an introducer, the helix reportedly worked fine. However, after putting it through the introducer, the advancement of the lead was not smooth and required pushing. The physician could not extend the helix. After several attempts, the lead was removed and an extracted helix was observed. The lead was not implanted and was replaced. No patient complications have been reported as a result of this event. The patient outcome was noted as 'ok'.